Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (f1501303) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the balloon popped at prep, hemostasis was achieved with another mynxgrip device, the patient was not hospitalized. Stick location: common femoral vessel size: 5-6 mm sheath size: 5f.